Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient's insulin pump¿s high alert was set at 200 mg/dl and had he received an alarm. No symptoms were reported. The pump infused insulin based upon the cgm value and he went low. The patient did not remember the exact bg fingerstick or cgm values at the time of the inaccuracy, but he estimated there was more than a 120 point difference between the two. He called emergency medical services (ems) and an ambulance transported him to the emergency room (ER). He was treated with a glucagon injection (gvoke 1mg). No other treatment or medical intervention was reported. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.